Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.

Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user disregarded the safety instructions. During the cutting of tissue blocks and preparing of slides, the technician sliced her finger over the free-standing blade. Because the customer was not wearing safety gloves and had not covered up the blade with the safety guard, she suffered a cutting injury to her finger. The injury was not a result of an instrument malfunction.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 31 august 2021, leica biosystems received a complaint that a user was injured during sectioning on their microtome, rm2235. The injured user required medical assistance.